Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the stapler was unable to fire. The procedure was completed with another device. There was no patient injury.